Event description:
The customer reported that when using the bd pyxis¿ medstation¿ es, a database error occurred following a system reboot due to a failed drawer. Additionally, the application was unable to launch. The customer indicated that this resulted in a delay in patient care. No injuries or adverse events were reported in connection with this occurrence.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an error occurred during recovery, preventing the database 'dsclientoltp' from restarting. The technical support specialist (tss) found that the database size had exceeded the threshold, deployed a db shrink package via rss, performed a manual shrink on stations, and completed a full sync on the station. The station was fixed, and the customer confirmed that everything was working properly. The system functioned as intended after the technical support specialist investigated the device.